Event description:
Customer requested assistance with an infusion set change. The customer stated he was having a hard time filling his reservoir. The customer's blood glucose was 357 mg/dl. He stated that his wife was unavailable to assist him with his infusions et change. The customer was advised to contact the emergency medical services to treat his high blood glucose. Emergency medical technician was eventually called for the customer to treat his high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).